Manufacturer narrative:
A device history record (DHR) review was performed for part 352.040, lot 2427671: manufacturing location: (B)(4), manufacturing date: 28.nov.2008: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly there was unknown number of surgical delay. Patient was stable following the surgery. This report is for one (1) 5.0mm flexible shaft

Manufacturer narrative:
Device used for treatment, not diagnosis. Date initial report sent to FDA 5/xx/2017. Other UDI: (01) unknown (10) lot number unknown. This report is for unknown unk - reamer head/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4): customer quality unit received a maude report forwarded from department of human services; this report is against user facility#xxxxx. Only additional and/or corrected information will be contained in this report. This complaint is for one device. It was reported that the original procedure was a left total hip replacement via anterior approach and device failed, broke, and couldn't get it to work or it stopped working. Concomitant medical devices this is for a reamer handle (unknown part number, unknown lot, 1 quantity). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. A medullary reamer head (part # unk, lot # unk) was returned broken in multiple fragments. This complaint is confirmed. All 15 pieces of the reamer head fragments were returned. The part and lot numbers etched on the reamer head could not be determined and is not legible since the reamer head is broken in fragments. The 352.040, lot number 2427671, 5.0mm flexible shaft was returned without an allegation against the part. Upon visual inspection, the tip of the flexible reamer shaft was observed to be broken and contributes to this complaint condition. The part was removed from the concomitant part list and added as a complaint part data. Approximately 11.2 mm (length) of the reamer shaft tip was broken off; the location of the fragments of the broken reamer shaft tip is unknown. A visual inspection and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already is already broken in fragments. A DHR review could not be performed since the part and lot could not be determined. The manufacturing date is unknown. A drawing of the medullary reamer head family was used and determined to be suitable for the intended design and application only, dimensions are not suitable since the part number is unknown. Relevant drawing was reviewed, the latest revision was used since the manufacturing date was unknown. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to consistent/repetitive stress over the product's lifetime, exceeding yield strength and/or collision(s) with dense bone. Since the reamer head mates with the reamer shaft tip, the breakage of the reamer head can cause the breakage of the reamer shaft tip, and vice versa. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Corrected data: complaint description this report is for one (1) unknown reamer head. The part and lot numbers etched on the reamer head could not be determined and is not legible since the reamer head is broken in fragments. Without the specific part and lot number, the UDI is not available. (510k): unknown, as specific part and lot number for reamer head is not provided. Retracting device history record (DHR) review reported on medwatch report mw-(B)(4), as this report is for unknown reamer head. Part and lot numbers are unknown. Without a lot number, the device history record review could not be requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown reamer head. This is report 1 of 2 for complaint com-(B)(4).